Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, after cannulation and bowing of the autotome rx device, when electrical current was applied the cut wire was torn. No portion of the wire detached inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'stable'. The patient is reportedly over age 18.

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, after cannulation and bowing of the autotome rx device, when electrical current was applied the cut wire was torn. No portion of the wire detached inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable. The patient is reportedly over age 18.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was bent, broken and the broken ends of the cutting wire appeared burnt/blackened. The proximal pierce hole appeared melted from use. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. It appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 16 mm from the distal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.